Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 10:06:48. During night drain cycle 13, the patient's ultrafiltration reading was 1803ml, indicating the home patient (hp) drained 1803ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1803ml during therapy initiated on (B)(6) 2012 at 10:06:48, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that cycle thirteen received a partial fill. Cycle thirteen drain was completed on (B)(6) 2012 at 15:37:32 and the user's actual drain volume during cycle thirteen was 998ml. The actual drain volume of 998ml is 49.9% of the largest prescribed fill volume (lpfv) of 2000ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.